Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right knee was revised due to pain (possible causes of or contributors to pain not reported to rep). A 4x11 cr insert was revised to a 4x13 cs insert.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection of the returned device noted the following: the articulating, distal, anterior and posterior surfaces of the insert are shown. Damage was observed on the articulating condyles of the insert, consistent with contact against the femoral component. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Damage consistent with the explantation process was observed on the anterior surface of the insert. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid.detailed images of the insert condyles are shown. Delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. The locking wire on the insert is shown with damage being observed. This damage is likely due to contact against a hard object. Material analysis of the returned device noted the following: delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: after twelve years in situ in this young, obese patient, revision of the tibial component to a larger, more constrained component was likely a response to perceived symptomatic instability. The appearance of an explanted intact cr insert is nominal and there is no evidence this late clinical event was related to factors associated with implant design, manufacturing or materials. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain (possible causes of or contributors to pain not reported to rep). A 4x11 cr insert was revised to a 4x13 cs insert.